Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was monitored and all operating currents tested within the specified range. No unexpected battery out limit alarms were noted. All of the buttons functioned properly. However, corroded keypad traces were noted and no number ramping anomaly was noted on the display.

Event description:
Customer reported that the numbers began to scroll without input during a bolus. He stated that he removed the battery and replaced it and then received a battery out limit alarm. The blood glucose reading was 69 mg/dl. Nothing further was reported.